Event description:
It was reported the physician discovered a short in the cable of the foot control intra-operative. A temporary replacement foot control was acquired from a neighboring facility and the procedure was completed. No patient complication were reported as a result of this event.

Manufacturer narrative:
Attempts to obtain additional information from the distributor, including the information in requested in this form, were unsuccessful.